Event description:
This lv lead was "pacing inappropriately with pacing spikes falling within the qrs complex". The patient's device was programmed to vvi and the lv lead disabled. Should additional information become available, this event will be updated.